Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 22 mg/dl. The customer reported that the insulin pump was alarming no delivery alarm. Troubleshooting was performed for no delivery alarm. The customer was advised to do manual priming. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The insulin pump was not returned for analysis.